Manufacturer narrative:
After battery installation, device gave an unexpected flashing white. After further inspection of the unit's interior, there were traces of corrosion on the connector between electrical boards. Unable to perform displacement, self test due to the display anomaly. Device had cracked battery tube threads, cracked case corner of belt clip rails. The device p-cap / test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 52 mg/dl. Customer stated that there was crack from the clip going to the battery compartment. Customer stated that retainer ring was not damaged. The insulin pump will be returned for analysis.